Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker previously showed one and a half year remaining longevity in a span of almost five years implanted. The field representative was instructed to have the patient do system upload and to call back to get analysis. Further, engineering analysis revealed that this device was steadily increasing during the past year. Additionally, this device appears to be at the beginning stages of the hydrogen issue. A repeat analysis was then recommended. Additional information indicated that this pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed one and a half year remaining longevity in a span of almost five years implanted. The field representative was instructed to have the patient do system upload and to call back to get analysis. Further, engineering analysis revealed that this device was steadily increasing during the past year. Additionally, this device appears to be at the beginning stages of the hydrogen issue. A repeat analysis was then recommended. As of this time, the device remains in service. No adverse patient effects were reported.